Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-apr-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to replace the sample needle and again, try patient samples. On 18-apr-2017, the customer reported that low areas persisted. Fse arrived at the site for intervention. Inspection of the device revealed crimped tubing at the small syringe by the fitting. The tubing was trimmed and replaced. Fse then cleaned and lubricated the syringe and adjusted the needle for the tube since the y-axis was off. The customer was subsequently able to run patient samples with no further issues. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the small syringe tubing.

Event description:
On (B)(6) 2017, the customer reported intermittent, low total areas for patient samples with their g8 analyzer. Technical support (ts) ran comparisons with the g7 analyzer and the results were the same. Next, the asked the customer to check to see if waste was backing up and if kinks were present in the hemolysis wash. The customer was then asked to run thee samples uncapped. On (B)(6) 2017, the customer called back to report intermittent, low total area with uncapped samples. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.